Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device took an extended time to charge and the defib output was out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. For the customer's report of "delay in defib charging", the device performed to specification. The device was put through extensive testing without duplicating the report. Review of the device activity log confirmed that all shocks delivered are within the expected time range. The customer's report of defib output incorrect was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer observed suggesting it may be interconnect related. The device was extensively tested with the returned multifunction cable without duplicating the report. The high voltage capacitor, ECG board, and processor bridge pace board were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.